Event description:
It is reported that the pt was revised to have her left hip implant corrected.

Manufacturer narrative:
Evaluation summary: neither x-rays nor surgical notes were provided to assess the components fit and orientation per the surgical technique. The original head implanted was a +7mm neck and was replaced by the +3.5mm neck of the same diameter. The decrease in neck length possibly indicates that the soft tissue tension was too tight after the initial procedure. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.